Manufacturer narrative:
(B)(4). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that pink safety shield of the suspect device is falling off when attempting to engage. No blood exposure or needle stick injury has been reported. This defect has occurred on five devices.

Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record was completed for batch (B)(4). Product was manufactured at the bd sumter site (B)(4) 2016. All inspections were in compliance with requirements. As no customer samples or photos or physical samples were received for evaluation, a definitive root cause cannot be determined. See manufacturer narrative.